Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the loading sequence. Customer changed the pump supplies multiple times. Customer resumed insulin therapy. Customer's blood glucose was 144 mg/dl.